Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a physician. This case concerns a (B)(6) year old female patient who had knee effusion after receiving treatment with synvisc one injection. The patient's medical history, past drugs, concomitant drugs and concurrent conditions were not reported. On an unknown date in (B)(6) 2014, the patient started treatment with synvisc one injection, (route, dose, frequency, batch/lot number and expiration date not provided) into an unspecified knee for unknown indication. On an unknown date in (B)(6) 2014, after unknown latency, the patient underwent arthrocentesis in which 24 cc of turbid fluid was drained. Action taken: unk. Outcome: recovered/resolved. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criterion: required intervention.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company comment dated (B)(4) 2014: this case concerns a patient who developed knee effusion after receiving treatment with synvisc one. Although the role of drug cannot be ruled out; however, lack of detailed information regarding patient's medical history, concomitant medications, concurrent conditions or clinical course of the patient precludes a comprehensive assessment of the case.